Manufacturer narrative:
H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. Serial number: (B)(6). Device manufacturing date: 20-dec-2012.

Manufacturer narrative:
No product was returned however the pumps operators manual indicates that the pump will alarm no disposable if a cassette is damaged, the wrong type of cassette and if it is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that the pump had a no disposable alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.